Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain, pain") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") in an adult female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included uterine dilation and curettage, endometriosis, abortion, multiparous and c-section. Concurrent conditions included cervical dysplasia, uterine bleeding, anemia and ovarian cyst. On (B)(6) 2003, the patient had essure (ess205) inserted. In 2012, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("heavy vaginal bleeding/abnormal bleeding (vaginal, menorrhagia),") and endometriosis ("surgery (other) type of surgery: dilation and curettage, other injury or complication please describe: endometriosis"). In 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("painful menstrual cycles/dysmenorrhea (cramping),"). In 2016, the patient experienced dyspareunia ("painful intercourse/dyspareunia (painful sexual intercourse),"). On an unknown date, the patient experienced abdominal pain lower ("abdominal pain, pain") and abdominal pain ("abdominal pain, pain"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes), surgery (other) : dilation and curettage) and surgery (endometrial ablation). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the pelvic pain, menorrhagia, dysmenorrhoea, dyspareunia, abdominal pain lower, vaginal haemorrhage, endometriosis and abdominal pain outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, dysmenorrhoea, dyspareunia, endometriosis, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure (ess205). The reporter commented: plaintiff sought treatment for her symptoms concerning the injuries in the case, the following ones were described in patient's medical records: pelvic pain, endometriosis most recent follow-up information incorporated above includes: on 4-apr-2018: pfs and mr received: new reporters, patient demographic information, product indication updated, concomitant disease, new events menorrhagia, endometriosis and abdominal pain added. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2003, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("painful menstrual cycles"), dyspareunia ("painful intercourse"), abdominal pain lower ("abdominal pain") and vaginal haemorrhage ("heavy vaginal bleeding"). The patient was treated with surgery (salpingectomy). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the pelvic pain, dysmenorrhoea, dyspareunia, abdominal pain lower and vaginal haemorrhage outcome was unknown. The reporter considered abdominal pain lower, dysmenorrhoea, dyspareunia, pelvic pain and vaginal haemorrhage to be related to essure (ess205). The reporter commented: plaintiff sought treatment for her symptoms. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.